Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-02405, 2134265-2014-02406, 2134265-2014-02403. (B)(4) study. It was reported that death occurred. On (B)(6) 2013, subject was referred for cardiac catheterization and index procedure was performed. Target lesion # 1 was a de novo lesion located in the mid left anterior descending artery (lad) with 90% stenosis and was 18 mm long with a reference vessel diameter of 3 mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 20 mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Target lesion # 2 was a de novo lesion located in the 1st obtuse marginal (om) with 95% stenosis and was 17 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 20 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Target lesion # 3 was a de novo lesion located in the proximal left circumflex artery (lcx) with 95% stenosis and was 9 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with pre-dilatation and placement of a 3.00 mm x 12 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0 %.target lesion # 4 was a de novo lesion located in the 2nd om with 99% stenosis and was 13 mm long with a reference vessel diameter of 2.25 mm. The lesion was then treated with pre-dilatation and placement of a 2.25 mm x 16 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. Three days post index procedure, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2013, the subject died of an unknown cause.